Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was attempted but not implanted due to patient coded during procedure. The patient survived, but the implant was halted after the patient required CPR and external shocks. A temporary pacing lead was placed and the physician said they would go back and do the implant this week after the patient had stabilized.